Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings: a loss of prime with zero force event was verified in the black box. Product analysis was unable to reproduce the event during the investigation. The force sensor calibration reading was within specifications. The pump was opened and removed from the case for further investigation. The trace at the pin of the force sensor flex was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.